Event description:
Procedure type: prostatectomy. According to the reporter: during the procedure, the balloon burst. A new device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).